Event description:
It was reported that during a lobectomy procedure, after firing, part of the device fell down. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Damaged firing trigger teeth. Eval summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and one firing trigger teeth was found damaged. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.